Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal due to urethral erosion and penile implant cylinder extrusion. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly tested and analyzed. Visual inspection of the cylinders noted wear at folds in the proximal, middle, and distal ends of the cylinders. One of the cylinders exhibited damage consistent with a sharp instrument and did not pass leakage testing. The wear at a fold was also identified in the shell of the reservoir but no leaks were detected. Inspection of the pump noted body fluid contamination within the pump. The pump passed leakage testing. Product analysis did not identify any device characteristics that would have caused or contributed to the reported clinical event. The symptoms of erosion and extrusion are known risks associated with penile prosthesis implants.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal due to urethral erosion and penile implant cylinder extrusion. There were no additional patient complications.